Event description:
It was reported that the oxygen sensor (o2 sensor) alarmed and that the oxygen sensor percentage reading was out of range. The patient was removed from the ventilator without any reported patient injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and confirmed the reported event. The cse replaced the o2 sensor to resolve the event. The device was then found to pass an electrical safety and short self-test (sst).